Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that while taking down the phrenoesophageal ligament the surgeon ran into some bleeding. The surgeon thought he was using the instrument properly but he did not use it throughout the rest of the procedure. The case was finished with cautery. There was no consequence to the pt.